Event description:
Terumo medical corporation received the following reported information: resident was injecting local subcutaneously with a 27 gauge hypo on the patient's head and heard a snap and saw that the needle broke from the plastic part of the hypo and was left in the patient's head. He carefully looked for the needle in the patient's head and pulled it out with a mosquito. Patient procedure was subcutaneous infusion. Additional information was received on 07jan2026: the needle was not noted to be damaged/bent in any way prior to the snap heard that resulted in broken needle observed. The needle broke at the tip of hte hub. The needle broke right off the hub. There was no needle steel sticking out of the hub. There was no harm to the patient as a result of the needle break, followed by retrieval.the patient did receive the intended infusion. The patient condition was stable. There was no blood loss for the patient.

Manufacturer narrative:
D4: lot number: potential lots: 240813b, 240915b. D4: expiration date: potential: 31jul2027, 31aug2027. D4: UDI: potential: (B)(4). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: sr. Clinical risk advisor. H4: device manufacture date: potential: 13aug2024, 15sept2024. H6: investigation findings - 3221 is based upon the evaluation of user facility information and the actual device not being returned; 213 is based upon the evaluation of the retention sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and the actual device not being returned; 67 is based upon evaluation of the retention sample. Based on the additional complaint information obtained, the fracture location is near the hub. Based on the provided image of the reported product and supplementary information, the medical plastic needle counter depicted in the image has a total length of 75 mm. Through proportional measurement, the length of the steel needle fragment is estimated to be approximately 12 mm, which closely corresponds to the product's specified effective needle length of 12.7 mm. This suggests that the fracture likely occurred near the hub, with the remaining portion of the connection still retained within the wing structure. Given that bending and surface scratching of steel needles may lead to breakage, an investigation was conducted into the production history of steel needles exhibiting such defects (bending and surface scratching of steel needles), along with the relevant quality assurance mechanisms and retained samples. In-coming inspection: verify the test result of dimension, rigidity, bending strength, elasticity conducted by the supplier. Verify that the needle tube is flat and free of bending, with no concave or convex deformations on the needle surface; measure the inner and outer diameters. The relevant processes of needle assembly are as follows: a) needle feeding. B) needle installation. C) uv reagent dispensing. D) needle bevel alignment. E) protector attachment. The subsequent processes following the protector attachment will not induce bending or scratching on the needles. In-process inspection on assembly process of wing & needle: any detected bending and surface scratching of needle constitutes nonconformity. In-process inspection of the assembly process on the short tubing integrated machine any detected scratch and scar of components constitutes nonconformity. Check on the incoming inspection record of steel needle: the coc issued by the steel needle supplier indicates that no deviations in appearance, dimension, rigidity, bending strength, or elasticity have been detected. Incoming inspection of appearance and dimensions: no non-conformities were detected. Check on the batch record: no abnormalities were observed as a result. Check on the process inspection record: no conformity is detected as a result. Check on the final inspection record: no abnormalities were observed as a result. Check on the nonconformance report: no nonconformance report was issued during manufacturing process. Check on the complaint: no similar complaints occurred in the past two years. Investigation on the reserved samples: investigated the reserved products. Two lots are involved: lot no.: 240813b, 240915b. Appearance check: n=6 pcs/lot. Purpose: inspect the product appearance for any scratches and bends. Method: visually check the appearance of reserved samples. Check result: there are no scratches and bends with appearance. Elasticity of steel needle: n=2 pcs/lot×2 lots=4 pcs. Method: establish point b at a distance of 25d² from point a along the needle tube. Apply an 8-degree bend for one minute, then release and visually check that the tube shall return to its original position. Result: no abnormity. Bending strength of steel needle: ]n=2 pcs/lot. Method: bend the needle tube through 90 degrees at a radius of curvature of 5 mm. No breakage is permitted. Result: no abnormity. Simulated solution infusion: n=2 pcs/lot. Purpose: inspect for product fracture during normal infusion. Method: perform simulated use according to product IFU to confirm the fracture of steel needle. Result: finish the infusion normally after inserting it with artificial arm. No fracture was noted. According to the complaint information, we checked the supplier coc documentation, incoming inspection record, manufacture record, in-process inspection records and final inspection record, no issues or defects were noted. Checked on the reserved samples, the result shows no defects and abnormalities. Checked on the relevant quality assurance measures, the result shows no defects or abnormalities. Through simulated use testing, normal infustion was successfully completed after insertion using an artificial arm, with no abnormalities observed. The cumulative shipment volume of this device over the past two years was 28999800 units, during which no similar complaints were reported. The status fo the reported product and the customer's specific method of use are unknown, making it impossible to determine the root cause of this complaint. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of terumo medical products (hangzhou) (manufacturer) registration no. 3004102031.